Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. It was reported that the cause of event was unknown. The patient was hospitalized on the same day as the onset and was treated with an unspecified antibiotic (dose, intraperitoneally , frequency and duration were not reported). The patient was discharged three days after hospitalization and has recovered from the event. Pd therapy was ongoing. No additional information is available.